Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed, during the procedure fluid loss was identified. However, the cause for the leak was unknown. The new ipp was said to be successfully implanted. No rear tip extenders were used. The patient did not experience any other complications and was said to be doing fine after the procedure. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.